Event description:
Potential for injury associated with a 65650 rollator with a broken caster. This evvent could ressult in inconsistent operation of the unit which could result in injury to the user.